Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of two devices.the visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. On the first stitch, the loop broke without any excessive force. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.